Manufacturer narrative:
Date of this event: (B)(6) 2016. Date manufacturer received: 07/05/2016. Product evaluation: -- endotracheal tube 8229306: when compared to the assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. When viewed under magnification, there was no damage to the plugs or connections. When compared to the harness drawing; the resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.2 ohms, red with clear band = 3.1 ohms, blue = 3.1 ohms, and blue with clear band = 3.0 ohms [all readings are within specification]. There were no short circuits between electrodes and no intermittent behavior while manipulating connections. When compared to the assembly drawing for subdermal electrodes: the needle tip to connecting pin of the ground and stimulation return electrodes shall have a resistance of less than 2.5 ohms; the red/white electrode measured 2.0 ohms, and the green electrode measured from 2.1 ohms indicating an in specification condition. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The instructions for use identify multiple reasons for a reduced, if not completely eliminated, emg responses to direct or passive neural stimulation [as a result of use error]. Note ¿ there was no fault found with either device on this event. -- probe 8225101: when compared to the assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The tip fit securely in the handle. The probe was plugged into a nim system using 1.0 ma stimulating current and 100 uv threshold; when stimulating the system returned 1.02 ma and a waveform / tone between 320 ¿ 330uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. The instructions for use identify multiple reasons for a reduced, if not completely eliminated, emg responses to direct or passive neural stimulation [as a result of use error]. (B)(4).

Manufacturer narrative:
Concomitant device: 8225101: probe 8225101 5pk std prass flush tip, lot 0210734550 manufactured 01/27/2016, use before 01/25/2024, 510k: k934426. Product evaluation: analysis results not available; evaluation expected but not yet begun.

Event description:
It was reported that during a thyroidectomy, ¿the emg tube and probe could not detect nerves. The doctor saw the nerves but there was no signal at all. There was no delay of surgery. The patient¿s nerves can function well.¿ additional information received states that ¿there was stim return showing on the monitor normally, but there was no sounds¿, and no waveform. It was confirmed that the patient had normal nerve function prior to the procedure, and now also has normal nerve function following; there was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.